Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 17/jun/2024. Additional, changed, and/or corrected data: g1

Event description:
Physician reported right side device rupture and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device has been explanted.

Event description:
Physician reported right side device rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed creases on the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device has been explanted.